Event description:
It was reported that this unknown right ventricular (rv) lead was exhibiting shock impedance high out of range during device changeout. Technical services (ts) was consulted and recommended reprogramming. No additional information is available at the moment.